Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection due to diverticulitis. The patient fainted as a result the infection. The patient went to the hospital. Subsequently, the patient received a shock while in the emergency room (ER). It is unknown if the shock was appropriate. No additional adverse patient effects were reported. The s-ICD remains in service.